Event description:
The caller reported that the blood glucose device gave an erroneous low result. At 9:00pm the user received a blood glucose result of 46 mg/dl on her guidelink meter. Her infusion device shut itself off in response to the low result, to stop insulin delivery. The customer reported that she was not experiencing any low or high blood glucose symptoms. However, based on the low result of 46 mg/dl, she self-treated with two glucose tablets, a glass of fruit juice, and candy. She then had her husband transport her to the hospital. The customer arrived at the hospital shortly before 11:00pm and received a blood glucose result over 300 mg/dl. The user stated that her blood glucose continued to increase based on what she had eaten. The hospital treated the customer with an insulin IV. While the customer was in the hospital she compared her guidelink meter to the hospital meter and received the following results within 15 minutes: around 100 mg/dl (guidelink) and over 300 mg/dl (hospital meter). The user could not provide the exact results. The customer was discharged from the hospital around 3:00am-4:00am with a blood glucose result of 170 mg/dl.